Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that viscoelastic product was injected into a patient's eye during an intraocular lens implantation surgery when the inside of the eye became cloudy which would not resolve fully with irrigation and aspiration and which remained in the eye one week postoperatively. A secondary procedure was performed in order to explant the intraocular lens and implant a replacement lens. No resultant patient harm was reported. Additional information has been requested.